Manufacturer narrative:
Date sent to the FDA: 10/26/2007. Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported, that the device delaminated during implant. Device was sutured in place. No adverse patient consequences were reported.